Event description:
It was reported that the patient programmer displayed as error message. During the ipg replacement procedure the representative called in to place the ipg in surgery mode but when ipg was connected it was inoperable. As a result, the ipg was explanted and replaced with another model. Effective therapy was restored post-operatively.